Manufacturer narrative:
Continuation of d11: product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2020 product type extension product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2020 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient was seen today for a post-operative appointment. The patient was healing well. The physician felt that granulation tissue formed around the battery pocket. It was unknown when the issue began.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports pt had a procedure a couple weeks ago (registered as (B)(6)) to reposition ins, extension were added due to the position. Caller reports that around (B)(6) 2020 (becoming more prominent in may) pt developed a "fatty pocket" of "gel" around the side of the ins and the ins was starting to come through the skin. Caller clarified pt does not have much body fat. Pt has a post op appt with hcp and that was rescheduled to tomorrow, hcp told caller to call the rep to make sure the rep is there for any post op routine programming that may come with adding extensions. Caller reports this has happened once before, however was previously reported. The additional information provided today is that the previous ins was replaced oct of 2017 and the issue began "a couple months" before that, year confirmed 2017. Steps taken to resolve were to move the ins a couple inches to the side, at this time they also changed to the smaller ins due to pt not having much body fat. Caller noted this was the same sort of "gel pocket" that formed at ins site.